Event description:
It was reported that a user splashed cidex plus solution in their eye when pouring the solution. Patient was not wearing personal protection or goggles. The eye was irrigated and the reporter recommended that the individual involved be seen by an ophthalmologist.